Event description:
Same as MDR ID # 2134265-2013-03744 and 2134265-2013-03745. It was reported that during intravascular ultrasound, an automatic pullback button doesn't work. The physician used an ilab cart system 240v motor drive unit in conjunction with a bsc coronary imaging catheter and assy sled pullback single pack md5 to image an unspecified vessel. During the procedure, the motor drive unit's automatic pullback button would not work. They completed the procedure using the touch control panel automatic pullback. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the unit was received with a damage lcd display cover. The unit met specifications during functional test and successfully underwent a continuous burn-in overnight. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).

Event description:
Same as MDR ID # 2134265-2013-03744 and 2134265-2013-03745. It was reported that during intravascular ultrasound, an automatic pullback button doesn't work. The physician used an ilab cart system 240v motor drive unit in conjunction with a bsc coronary imaging catheter and assy sled pullback single pack md5 to image an unspecified vessel. During the procedure, the motor drive unit's automatic pullback button would not work. They completed the procedure using the touch control panel automatic pullback. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years of age or over. Complainant name: hospital univ. (B)(6). (B)(4).